Event description:
The customer reported that the patient support was free floating. The field service engineer confirmed that the patient support service latch was not properly engaged. There was no report of harm associated with the event.

Manufacturer narrative:
Note: we have not completed our investigation of this event at this time. We will file a follow-up MDR at the completion of the investigation. (B)(4).